Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the insulin pump's battery kept dying. The customer's blood glucose level was 500 mg/dl. They did not mention how they treated the high blood glucose. After troubleshooting was performed the customer was advised to monitor the insulin pump and call back if the issue recurs. The customer will be sent a battery cap. The device will not return for analysis.

Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is april 8, 2017.